Event description:
It was reported that loss of ventricular capture was seen on a remote transmission. The patient presented to the clinic, and threshold testing was performed with programming changes made to the device. The patient was asymptomatic.